Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin I stat result for one patient sample from the cobas e411 rack analyzer. The initial result was 2.04 ng/ml. Another sample from the same draw was tested in a reference laboratory with another analyzer (methodology: chemiluminescence) and the result was 0.29 ng/ml. The initial result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 36574501.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.